Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating devices were not fired excessively. The mating part (instrument) was not returned along with complaint device. Confirmed the needle strip thickness and width dimension to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported, the scorpion tip broke off during rotator cuff repair. The broken tip remains in the patient. Used a swivelock to complete the case. Follow-up investigation: approximately 5-6 passes were made with the needle prior to discovering the broken tip. The needle was not dry-fired once or deployed prior to use in surgery. The scorpion jaws were securely clamped on the tissue during suture passing. This was an open procedure and it cannot be confirmed for sure if the needle hit bone or the inside of the cannula. #2 fibertape sutures was being sued with the needle during the case. Once the broken needle tip was discovered the surgeon used a free needle to pass the suture through the cuff tissue.